Event description:
It was reported that during a gyn procedure, the hand activation button worked intermittently. The site used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.